Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead was unable to be retracted. The lead was not used, and a new lead was implanted. The patient was recovering with no adverse consequences reported.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. Visual and x-ray examinations found the helix was bent/ damaged consistent with procedural damage. The cause of the reported event was due to damaged helix consistent with procedural damage.